Manufacturer narrative:
The serial number of the device was not provided, therefore the approximate age of device and manufacture date are not known. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
The reported event of low power hazard/no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during both events. Multiple attempts for further information; however, nothing was provided. The manufacturer is closing the file on this event.